Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Device trace download analysis confirmed the device alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected low battery alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported power error. The customer¿s blood glucose was unknown. Customer's father reported that battery of insulin pump has to be replaced every 2 hours. Father of patient did long reset again. Customer's father also mentioned that battery cap was not very tight anymore. Customer's father called back and stated that insulin pump had alarmed again replace battery after reset of yesterday and new battery. Patient feels very uncomfortable and does not want to continue with this insulin pump. The insulin pump will not be returned for analysis.